Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Distal body deformed. Oe-a63 distal end cap comes off every time and does not sit well. Nobody hurt. The defect has been detected prior to use. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: in this case, based on the content of the report and the state of the actual equipment. It was determined, that the tip of the endoscope was deformed, due to the reasons such as the tip of the endoscope being caught in the top cover of the reprocessing unit or the door of the endoscope storage cabinet etc.. And the tip cap could not be attached and fixed normally. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 25-feb-2019 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 25-feb-2019. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.